Event description:
It was reported when using the bd pyxis¿ medstation¿ es, discharged patient continued to appear on the pyxis patient lists even after their discharge date. The customer reported that the user encountered a problem while administering medication to the patient, as it was displayed under the incorrect patient profile. This issue caused delay in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that discharged patients appeared on pyxis patient lists well after the discharge date. The technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.